Event description:
It was reported that as lvp 20d low sorb 2ss 0.2m cv tubing was occluded. The following information was provided by the initial reporter: material no: 11532269, batch no: 20057001, unknown. It was reported that lines with an in-line filter are occluding while infusing cisplatin with mannitol.

Manufacturer narrative:
The following fields have been updated with additional information: multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: d.4. Medical device lot#: 20057001. D.4. Medical device expiration date: 2023-05-29. H.4. Device manufacture date: 2020-05-29. D.4. Medical device lot#: unknown. D.4. Medical device expiration date: unknown. H.4. Device manufacture date: unknown.

Manufacturer narrative:
Investigation summary: no product or photo was returned by the customer. The customer complaint reported that lines with an in-line filter are occluding while infusing cisplatin with mannitol and it could not be verified due to the product not being returned for failure investigation. A device history record review for model 11532269 lot number 20057001was performed. The search showed that a total of 7683 units in 1 lot number was built on 30may2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Root cause analysis: due to no sample being received, an investigation could not be performed and a root cause could not be determined. Investigation conclusion: this incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that as lvp 20d low sorb 2ss 0.2m cv tubing was occluded. The following information was provided by the initial reporter: material no: 11532269 batch no: 20057001 it was reported that lines with an in-line filter are occluding while infusing cisplatin with mannitol.